Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to previous narrative: the legal manufacturer was unable to confirm whether reprocessing was conducted properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is not known the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU). There we no deformations at the foreign material residue point. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited foreign objects coming out of the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The foreign material found has been attributed to insufficient cleaning. The customer provided reprocessing details and olympus could not identify any deviation from instructions for use. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.